Event description:
It was reported that the ventilator stopped ventilating the patient without warning or staff interference. The ventilator displayed a "vent inop 00001" alarm message. The registered nurse (rn) found the patient with decreased oxygen saturation and tachycardia. The rn began manual ventilation, and the patient's oxygen saturation recovered to normal quickly. The patient was placed on another nkv-330 ventilator, and no other issues were reported.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.